Event description:
During index procedure the physician used three in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the proximal, mid and distal sfa of the right leg. It is reported that on day of index procedure, the patient experienced peripheral embolization of the fibio-peronal trunk. The event is reported to be related to the treated lesion . The patient was treated with aspiration of embolus through a shuttle sheath. Investigator assessed the event to be probably related to the study device, definitely related to the study procedure and not related to paclitaxel. The event was resolved.

Manufacturer narrative:
Results, conclusion: embolism. (B)(4).